Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a vibrate anomaly. The customer reported that the insulin pump would not vibrate when selecting the vibrate option. The customer's blood glucose was 132 mg/dl at the time of incident. The customer stated that the vibrate mode was on. The customer stated that the battery was low. The customer stated that they performed self-test and the insulin pump did not vibrate during vibrate test. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.